Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible intermittently. Upon functional testing, the fse found that the image processing pc (ippc) does not power on. To resolve this issue, the fse replaced ippc, hard disk, and upgraded the system. After the replacement and upgradation, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and device problem code were corrected.

Event description:
It has been reported to philips that exposure failed on the allura system. There was no report of harm. Philips has started an investigation of this complaint.